Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: h3, h6, h11 in speaking with the olympus technical assistance center (tac), the customer found the light source cable was loose. The error was resolved after reseating the cable. The other cables were checked and verified to be secure. A root cause could not be identified. Based on the results of the investigation, the loss of image was likely due to the loose light source cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had no image. The issue was found, during set up, inspection for use. There were no reports of patient harm.